Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, as the spr was removing a swab from the trocar the entire seal system became detached from the housing. Procedure prolonged two minutes. Another device was used to complete procedure. There were no adverse consequences for the patient. Additional information is being requested to inquire if the piece fell into the patient and if so how it was retrieved.